Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter and one complete se stent to treat a lesion located in the right sfa (r1). Approximately 23 months post index procedure, the patient developed instent restenosis of the target lesion (r1, 90% stenosis). The p physician used a non-medtronic pta and non-medtronic deb¿s to treat the lesion. The investigator assessed that the event was not related to the in.pact admiral study device, procedure or paclitaxel. The patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). Evaluation conclusions: known inherent risk of procedure (restenosis). (B)(4).

Manufacturer narrative:
Additional information received: cec adjudicated that the previously reported instent restenosis was related to the device and not related to the procedure or drug.